Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ powerloc safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. Needleless injection caps were attached to both luer adapters. A crack was observed in the y-site extending into the luer orifice. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the y-site. Microscopic inspection of the crack revealed a granular fracture surface. Discoloration was observed at the crack site. The crack occurred along a molding knit line in the material, opposite the gate. The crack occurred along a feature in the material resulting from the molding process. The device is a supplied component and the supplier has been notified of this event. A lot history review (lhr) of asgqf018 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that "powerloc leaked from the y-site when injecting contrast."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer that "powerloc leaked from the y-site when injecting contrast."